Event description:
It was reported that a mirafilter IV extension set experienced ¿a perpetual drawback resulting in formation of (an) air bubble in the filter.¿ this occurred while the patient was priming the device with an unspecified solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.